Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing of noise that led to pacing inhibition. A lead fracture was suspected. A revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.